Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09540. It was reported a perforation occurred which led to a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was advanced, but kinked due to excessive torque. It was removed and replaced with another watchman ® access system. A 24mm watchman ® laa closure device & delivery system was then inserted and the closure device was deployed. It failed the stability tug test, so it was removed and replaced with another 24mm watchman ® laa closure device & delivery system. A sweep was performed which confirmed no pericardial effusion was present. The closure device was deployed, but it also failed the stability tug test. It was removed and replaced with another 24mm watchman ® laa closure device & delivery system. Another sweep was performed which confirmed no pericardial effusion was present. The closure device was deep seated in the laa with the assistance of an unknown 6 french pigtail catheter. The closure device was deployed, but it protruded into the pericardial sac causing a pericardial effusion with tamponade. The closure device was not implanted. The patient was then sent to surgery where the laa was closed. The patient was stable the whole time and is currently in good health.